Event description:
While impacting a glenoid head onto a glenoid baseplate the threaded portion broke off the glenoid head inserter and temporary remained in the glenoid head implant. During a more detailed investigation into an rsp glenoid head inserter/impactor broken threads issue, it was found that several of the initial incidents of broken threads had not been reported to FDA. In order to capture the full number of similar events, this MDR is now being submitted.

Manufacturer narrative:
The rsp head inserter/impactor shaft broke from excessive loads applied to its threaded distal tip. This is a reusable device that uses a thin diameter shaft to connect with the recessed threaded section of the glenoid head. Most likely, the forces that caused the failure were bending loads on an angled shaft, or impact forces on the threaded tip. This conclusion was supported by a review of the fracture pattern of the broken tip. It is unlikely that high torques on the shaft caused the breakage since they would be more likely to cause galling of the threads, but no fracture of the shaft. If the shaft was angled, the bending load may overstress the distal tip lodged in the glenoid head. If the device had high impact loads, then that may exceed the load limit of the threaded tip.